Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. A device history record (DHR) review was conducted: part: 315.250-us, lot: 32p1441, manufacturing site: (B)(4), release to warehouse date: 17 january 2020. A manufacturing record evaluation was performed for the finished device part:315.250-us, lot: 32p1441, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date during an unknown procedure, the three (3) 2.5 mm three-fluted drill bits were dull. The patient had a hard bone. It is unknown if there was a surgical delay. Procedure and patient outcome is unknown. This report is for one (1) 2.5 mm three-fluted drill bit qc/110 mm. This is report 1 of 3 for (B)(4).